Manufacturer narrative:
Two pictures were received for eval of catalog number 1680 corr-a-flex tubing, 100 ft roll). The failure mode reported was confirmed. Both of them show a hole with burnt plastic material on the body of the tube as it is mentioned in this customer complaint. What the customer is reporting as "there was a burn on the corrugated tubing which created a few holes" is actually a hole resulting from degrading resin on the corr-a-flex tubing. No dimensional and functional inspection is required due to the type of defect. The device history record of nl batch number 02a1403287 has been reviewed and no issues or discrepancies were found which could potentially be related to this complaint. The DHR shows that the product was assembled and inspected according to our specifications. With pictures provided by the customer the problem was identified as corrugated tube melted and burnt. A foreign substance was observed on the tube which was confirmed to be degraded resin, according with the investigation performed on the extrusion line, the tooling of extruder machine was dismounted to verify the condition and a similar resin debris as the one reported on the complaint was found on the tip caused by a restriction of the resin flow between the tip and the nozzle. As part of the corrective action implemented by maintenance and engineering departments, the angle of the tip was reduced to allow a better flow of the material. This will help to reduce the degraded resin that accumulates on the tip of die end that caused the reported issue. Additional to this also the personnel from the production line of code 1680 were notified about this customer complaint.

Event description:
The event is reported as: the customer alleges that there was a burn on the corrugated tubing which created a few holes. The alleged issue was detected prior to pt use.